Event description:
Three devices (part # cev 625h, cev647b5, cev669e) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 3: cev647b5 (lot #201203mf1) - manufacturing date: march 2012. Device 3 of 3: cev669e (lot # 201203mf1) - manufacturing date: march 2012. The device (part # cev625h) was evaluated and indicated that the wire coating was damaged and one of the ceramic spacers was broken. The instrument was returned without the provided plastic protection. Very likely resulting from a collision. Recommend customer to use the provided protection. Device 2: cev647b5 was evaluated and indicated that the tube sheathing was damaged. Very likely resulting from collisions. Device 3: cev669e was evaluated and indicated that the handle was hard to use. The observed functioning fault was due to a jam after insufficient instrument lubrication. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).